Event description:
It was reported that: "the patient appeared to be infected. The surgeon opened the hip took cultures etc. Then removed the head and liner-washed out the hip and then replaced with a new head and liner."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 06260-9-044, lot # a4emta, description: v40 cocr lift head 44mm/-4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.